Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon resection robotic laparoscopic procedure, the tip of the device broke off. Patient had to be brought back into the or approximately 30 minutes after procedure to remove anvil and resolve the issue.